Manufacturer narrative:
Event date: estimated as first day of month prior to explant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to inflation issues. Fluid loss was identified at explant. There were no patient complications reported.